Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30500794m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(6). Manufacturer's ref. (B)(4).

Event description:
It was reported that an (B)(6) male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the ablation phase in the left atrium (la) near the left pulmonary vein (lpv), the patient became hypotensive and pericardial effusion was confirmed by echocardiography. Ablation was discontinued and pericardiocentesis was done to drain the fluid from the pericardial space. Patient¿s vital signs were stable after drainage. There¿s no report of prolonged hospitalization. Patient¿s condition had improved. Physician commented that when operating the thermocool® smart touch® sf bi-directional navigation catheter, there was a place with high contact force (50-70gr) which might have been the cause of the tamponade. There was no evidence of steam pop during the ablation. No error messages were observed. The customer¿s reported high force issue is not MDR reportable since the issue is highly detectable when occurring. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event is low.